Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis patient contacted customer service to report an infected wound and stated they had to discontinue peritoneal dialysis therapy. Upon follow up, the pdrn stated the patient presented to the hospital on (B)(6) 2022 with unspecified symptoms. A pd effluent culture was obtained, the patient was subsequently diagnosed with peritonitis and admitted to the hospital. The pdrn was unaware of the reported infected wound. The patient was initiated on intraperitoneal (ip0) antibiotics with cefepime, dose frequency, and duration were not known. The patient¿s pd non-fresenius catheter was removed during the hospitalization on an unknown date. The antibiotic therapy the prescribed since discharge was unknown. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The culture results were positive for pseudomonas, species unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022. The patient is completing in-center hd therapy on a temporary basis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with subsequent hospitalization and temporary transfer to hemodialysis (hd). However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not provided, pseudomonas is often associated with infection of the pd catheter and transition to hemodialysis. (Li et al, 2016) this coincides with the patient having to have their catheter removed and temporarily transition to hd. Pseudomonas can be found in soil and water and they favor moist areas such as showers and sinks. (Merck manuals,2018). Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization and subsequent transfer to hemodialysis.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis patient contacted customer service to report an infected wound and stated they had to discontinue peritoneal dialysis therapy. Upon follow up, the pdrn stated the patient presented to the hospital on 2022-05-21 with unspecified symptoms. A pd effluent culture was obtained, the patient was subsequently diagnosed with peritonitis and admitted to the hospital. The pdrn was unaware of the reported infected wound. The patient was initiated on intraperitoneal (ip0) antibiotics with cefepime, dose frequency, and duration were not known. The patient¿s pd non-fresenius catheter was removed during the hospitalization on an unknown date. The antibiotic therapy the prescribed since discharge was unknown. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The culture results were positive for pseudomonas, species unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient transitioned to hemodialysis (hd). The patient was discharged on 2022-05-25. The patient is completing in-center hd therapy on a temporary basis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.